Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a type ii endoleak sac in the collateral artery that was coming off the right internal iliac artery (iia) using a lantern delivery microcatheter (lantern). It was reported that it was a difficult embolization case, and the physician took a long time to select the correct target vessel. The physician also had difficulty reaching the target vessel with the lantern. During the procedure, the physician advanced the lantern to the target vessel with the use of guidewire; however, he decided to replace the guidewire with another guidewire of a different tip shape. While taking the guidewire out from the lantern and replacing it, the technician kinked the proximal end of the lantern. Therefore, the lantern was removed. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.